Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. Double cuff was placed. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to patient experienced leaking because of urethral atrophy. Device was implanted for 14 years. No adverse patient effects.